Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation root cause of no image being displayed was attributed to a faulty patient board. The cause of the faulty patient board was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: unable to produce image when using 180 scope and patient board needed to be replaced. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center would not recognize or convert images from 180 scopes to monitor. The issue was found during a therapeutic endoscopy procedure. The intended procedure was completed using a 190 scope. There were no reports of patient harm.